Manufacturer narrative:
The customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator exhalation ventilation monitor count was too low during patient used. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.